Event description:
It was reported that a needle broke during a rotator cuff repair. During the first four or five passes, the needle did not appear to advance properly into the jaw of the multifire fastpass scorpion. During the fifth or six pass of the needle, the shaft of the needle broke. The broken tip of the needle remained lodged in the jaw of the scorpion causing it to remain partially open. The remainder of the needle was able to be removed from the back of the scorpion. The surgeon attempted to pry open the jaw to release the needle but was unable to do so. The incision was then enlarged to remove the scorpion. The case was completed using a competitors product. The broken tip was discarded. Once the device was removed from the patient, a new needle was opened in an attempt to push the stuck needle out, this was unsuccessful. The broken shaft of the needle was discarded. Competitor`s cannula was used which is slightly narrower

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. Complainant's event caused by a broken needle point. The piece of the broken needle point that remained inside the scorpion hand instrument was discarded by the facility. A new needle was returned from the same batch and no problem was found during the evaluation. The cause of the event was undetermined. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.